Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported knot outside the anatomy after device removal could not be replicated in a testing environment as it was based on operational circumstances and the suture was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device via a 9f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after device removal, the knot was noticed to be outside the patient's anatomy and was not used for closure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 11f and 13f. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.